Event description:
Product analysis of the explanted generator revealed that 86.286% of the battery had been consumed. Visual examination showed tool marks on the pulse generator case and header most likely associated with manipulation of the device during the explant procedure. Signs of discoloration were also observed on the pulse generator case consistent with the adhered remnants of dried body fluids following an explant process. The septa were not cored. No other surface abnormalities were noted on this device. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been provided.

Event description:
The patient's generator was returned on (B)(4) 2013 and is pending product analysis. No other information has been received.

Event description:
Follow up with the physician found that the patient started having an increase in seizures in (B)(6) 2013. The patient has mixed seizures of grand mal and petit mal. The patient's device was interrogated and found to be at the following settings: output current 2.00, signal frequency 30, signal on time 30, signal off 0.8, pulse and magnet with 250, magnet current 2.25. Per the physician, it seemed more seizures were nocturnal in nature. Clonazepam was added at night. The patient was seen again on (B)(6) 2013. Seizures were worse all around and the patient had had 23 grand mal in the month of (B)(6). The vns device was interrogated and the settings were unchanged. However, it was noted that the battery was low. The device was replaced in (B)(6) 2013. No other information was provided.

Event description:
On (B)(6) 2013 it was reported that the patient's vns battery was at ifi and that the would need a replacement as soon as possible as she was having 23 seizures per month and 2 emergency room visits. Clinic notes dated (B)(6) 2013 stated that the patient's seizures "have deteriorated further" and mention that the patient had the 23 seizures in (B)(6), many of which were grand mal. The patient had two episodes where she fell forward and hit her head, requiring stitches in the emergency room. The patient's device was interrogated during this visit and a replacement surgery was planned. This surgery took place on (B)(6) 2013. Attempts are being made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
Further follow-up revealed that the patient is doing better since generator replacement. It was reported that the patient is still having a few seizures a week. The patient has experienced a few small seizures, clonic jerks, but no grand mal seizures.